Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The field representative stated the trend had been running high for about a year. Discussed doing a commanded shock if they got another red alert. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.